Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump errors. Customer reported they were able to clear the alarm. Customer performed self test and it did not pass. Customer stated after self test they got hardware low level failure alert twice. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No unexpected pump error 68 or pump error 23 alarms noted during testing.